Manufacturer narrative:
This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report. H3 device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cylinder. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported the patient was expected to have his inflatable penile prosthesis replaced as it was very difficult to inflate due to fluid loss. "A pelvic magnetic resonance showed that the reservoir is almost empty but the point of leak could not be identified." No patient complications were reported in relation to this event. Additional information received indicated the patient had the inflatable penile prosthesis removed and replaced.